Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A perfix plug, reference number 0112970 and lot number 43eqd743 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of perfix plug, patient was diagnosed with cellulitis, infection, fistula, abscess, hernia recurrence and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists fistula as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. Corrected fields: h4 (manufacturing date) note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A perfix plug, reference number 0112970 and lot number 43eqd743 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿irreducible hernia in the midline beneath the umbilicus and the hernia sac was dissected free from the subcutaneous tissue and the midline fascia. The preperitoneal space was developed. A perfix plug was placed in the preperitoneal space beneath the defect and the defect was closed with sutures.¿ on (B)(6) 2016 - patient was diagnosed with infected abdominal wall mesh, enterocutaneous fistula to the small bowel, cellulitis, abscess, incisional hernia thereby underwent repair with removal of old mesh. Per operative notes, ¿there was infected mesh which was excised. This mesh was attached to the small bowel with a fistula, freeing up this mesh all the way circumferentially around and excising the infected abdominal wall including skin, subcutaneous tissue, and fascia. Omphalectomy was performed.¿ attorney alleges that the patient had adhesions, bowel perforation and removal, fistulae, infection, pain, drainage and bleeding from umbilicus, umbilical cellulitis.